Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that while a customer was plugging in an alice 6 head box, they received a shock. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging that while a customer was plugging in an alice 6 head box, they received a shock. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the device evaluation, the device main board was found to be damaged. Additionally, the device's front cover was found to be damaged. The main board was replaced, the top enclosure assembly was replaced and the device was cleaned.